Manufacturer narrative:
The product was not returned. Two identical photos were attached to the file that shows a lens case base being held by ungloved hands. The lens appears to be positioned incorrectly in the lens case. Due to the poor quality and focus of the photos, the reported opacity complaint could not be confirmed. Product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation of the attached photos, we are unable to confirm the presence of the reported opacity on the lens. It is difficult to make a determination of the reported issue without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description, when the surgeon looks at it under the microscope, the lens had opacity and which surgeon requested another lens. Additional information has been requested.